Manufacturer narrative:
The device was not returned for analysis. However, a supplier corrective action (scar) has been initiated to further investigate the event of compromised sterile barrier.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure, the customer removed the flexiva 365 laser fiber from the shelf and found that the packaging was not sealed. Per the complainant, the package did not appear to be tampered with and there was no shipping damage. The flexiva 365 laser fiber was still coiled in its loop. The pouch of the fiber was ripped along the seal. There was no noticeable damage to the outer box. The procedure was completed with another flexiva 365 laser fiber and the patient was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure, the customer removed the flexiva 365 laser fiber from the shelf and found that the packaging was not sealed. Per the complainant, the package did not appear to be tampered with and there was no shipping damage. The flexiva 365 laser fiber was still coiled in its loop. The pouch of the fiber was ripped along the seal. There was no noticeable damage to the outer box.